Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: v40 36 +0 biolox head; unknown cat#; unknown lot#; 36e 0° trident x3 liner; unknown cat#; unknown lot#. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right hip was revised after patient complaint of thigh pain. Rep does not have access to patient's height/ weight but reported a bmi of 28.